Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube was evaluated and the high voltage connectors were re-lubricated and reconnected. The sys was tested and found to be working as intended and returned to svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported intermittent high ma errors. No pt or user injury was reported.